Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that a patient received a result of 177 mg/dl on the advantage system sometime between 5:30-6:50 am at the patient's home. Reporter stated that the lab tested with a result of 1162 mg/dl at 6:01 am. Reporter stated that the patient was treated with insulin based on the lab result. Reporter also stated that the patient was given a dialysis treatment when she was brought to the hospital. No other actions were reported taken or treatment received. A request was made for the return of the affected product.